Manufacturer narrative:
Analysis confirmed that the battery was depleted prematurely. Review of pt dat and data from ICD memory indicated that a high current drain existed sometime prior to ICD analysis. However, no high current readings wre present during analysis, and the source of the high current drain could not be determined.